Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
It was reported that the infusion set had multiple line block alarms because of which the patient with diabetes has to use two cassettes. There was patient involvement, and no harm / adverse event reported.